Event description:
A user facility reported an intraocular lens was exchanged for the same model, different power lens due to the pt's inability to "function" and drive. In a follow-up, the surgical coordinator reported the lens rotated 90 degrees. The lens was exchanged by another surgeon.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).